Manufacturer narrative:
Corrections: b3, g3, d8, d9 and codings.

Manufacturer narrative:
Sample inspection: pump module s/n (B)(6) the pump module s/n(B)(6) was received with the instrument seal intact. Platen assemblies, posts, hinges, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Both right (male) and left (female) iui were observed to be in good condition. All parts inspected are manufactured by bd. Pcu s/n (B)(6) the pcu device s/n (B)(6) was received with instrument seal intact. The right (male) and left (female) iui were observed to be in good condition. Horizontal scratches were observed across the display screen. All parts inspected are manufactured by bd. Log analysis results: the customer reported an event date of (B)(6) 2020 at 14:30 (2:30pm). A review of both the pcu and lvp error logs shows no errors or malfunctions relevant to the customer¿s complaint. A review of the pcu event log on the reported event date and time of (B)(6) 2020 at 1:32pm shows that the alleged pump was selected to infuse mag sulf ivpb nonl&d drugid=530 from the guardrails drug library for 2gram in 50ml. The infusion was programmed for a rate of 25ml/hr and a vtbi of 50ml. The calculated duration for this infusion was 2 hours. At 1:33pm on (B)(6) 2020, an infusion delay of 10 minutes was programmed at the start of the infusion and a second infusion delay was programmed for an additional 10 minutes. At 1:45pm, the delay was cancelled and the infusion continued until 2:18pm where a third infusion delay was programmed for 10 minutes. At 2:21pm, the third delay was cancelled and the infusion was restarted. The pump module alarmed for air-in-line at 2:43pm on (B)(6) 2020. A fourth delay was programmed at 2:46pm for 10 minutes until the alleged pump was channeled off at 3:06pm on (B)(6) 2020 the total volume infused between 1:32pm and 3:06 pm on (B)(6) 2020 was recorded to be 22.666 ml. Test results: results from a timed rate accuracy test using the timed rate accuracy test method (dir 10000360036) demonstrated the source device successfully passing. Test results measured the rate at 24.34ml/hr (-2.63% error). Specification for this test is +/- 5% error, per the system requirements document (dir 10000041442) v19 srd 334; indicating the device is in specification. The incident administration set was not returned; therefore, could not be tested. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear successfully engaged the safety clamp when the door was opened on all ten (10) test trials. Test method information: 1503-001-029-r over infusion test method (dir 10000360063) 1503-001-006-r rate accuracy test method (dir 10000360036) device history: ¿ a review of the device history record showed the device had a manufacture date of (B)(6) /2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. ¿ a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report that the pump delivered double the amount of volume that was programmed to be delivered could not be identified in this investigation. Customer¿s returned source device was confirmed operating within specification based on the test results. The customer¿s report that the pump delivered double the amount of volume that was programmed to be delivered was not confirmed or replicated during testing. Details on the expected volume verses the actual volume delivered were not provided by the customer. Review of log files indicate that on (B)(6) 2020 at 1:32pm, the suspected pump and event pcu was selected to infuse mag sulf ivpb nonl&d drugid=530 from the guardrails drug library for 2gram in 50ml. The infusion was programmed for a rate of 25ml/hr and a vtbi of 50ml. The calculated duration for this infusion was 2 hours. Four infusion delays were programmed during the infusion and the pump module alarmed for air-in-line at 2:43pm on (B)(6) 2020. The pump module was channeled off at 3:06pm on (B)(6) 2020 and the total volume infused between 1:32pm and 3:06 pm on (B)(6) 2020 was recorded to be 22.666 ml. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or primary administration set was received for inspection. The inspection and testing process performed on the pump module found no existing malfunctions or irregularities, and the pump module to be infusing within specification. The pump module infusion was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.

Event description:
It was reported that the pump delivered double the amount of volume that was programmed to be delivered. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the pump delivered double the amount of volume that was programmed to be delivered. There was no patient harm. The customer stated no further information is available.